Event description:
A report was received that the patient had pain, burning, and a stinging sensation at the pocket site. The physician believes that either the patient has a seroma with fluid gathering behind the ipg or the location of the ipg is causing discomfort when the patient sits. The physician advised the patient to wear an abdomen tightener to squeeze fluid out of the pocket and also prescribed lidoderm patches.

Event description:
A report was received that the patient had pain, burning, and a stinging sensation at the pocket site. The physician believes that either the patient has a seroma with fluid gathering behind the ipg or the location of the ipg is causing discomfort when the patient sits. The physician advised the patient to wear an abdomen tightener to squeeze fluid out of the pocket and also prescribed lidoderm patches.

Manufacturer narrative:
Additional information was received that the physician did not believe the patient had a seroma. Since the lidoderm patches had helped with the patient's pain, the physician will prescribed more patches to the patient. No further action will be taken.